Event description:
The facility representative reported an ipump with a condition of ''constant tone and will not start up.'' This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a constant tone and would not start up involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a micro-processor unit (mpu) printed circuit board (pcb) failure. The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.